Event description:
The customer reported that their olympus 4k camera head was not producing an image during preparation for use. According to the initial reporter, the intended procedure was completed by using a second camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. No image was present on the monitor and the unit had twisted cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a break in the cable. The root cause of the broken cable was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that the intended procedure was a therapeutic laparoscopy procedure. Patient's outcome was noted "fine".